Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient called the hospital complaining of the pump being off while sleeping on the power module. The patient was instructed to switch to batteries and the pump ran as expected. The patient went to the ed, high suspicion for a short to shield. The patient was dizzy and had shortness of breath when their pump started alarming. X-rays were ordered and the patient was instructed to stay on the ungrounded cable. A log file was sent in for review which found 13 pump stops and 12 low speed advisories on (B)(6) 2021 and (B)(6) 2021. X-rays were taken which were unremarkable. The patient underwent a driveline repair on (B)(6) 2021. There were no reported alarms post driveline repair. The patient remains on an ungrounded cable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low speed and pump stop events. Based on complaint history and similarly reported events, the pump stop and low speed events observed in the submitted log files is consistent with damage to one or more wires in the patient¿s driveline; however, a specific cause for the reported events could not conclusively be determined through this evaluation. The account submitted four log files contained overlapping data from (B)(6) 2021 at 22:05:03 to (B)(6) 2021 at 12:26:09. Throughout the captured data, pump power, calculated flow and average pi ranged from 4.3-7.3 watts, 3.8-6.5 lpm and 2.7-6.3 respectively. The pump set speed was 9800 rpm with a low speed limit of 9400 rpm for the duration of the captured data. On (B)(6) 2021 from 9:41:26 to 9:41:33 and (B)(6) 2021 from 6:42:25 to 7:55:49, there were pump stop and low speed events, resulting in 20 low speed hazards, 7 low speed advisories and 13 motor stopped flags active. The low speed and pump stop events were associated with low flow hazards and high motor current. Additionally, during the low speed events there were pump power elevations as high as 9.3 watts. The low speed and pump stop events occurred while the patient was supported by power module power. The account submitted x-rays of the patient¿s driveline. Review of the submitted x-rays did not identify any areas of concern to the driveline. A distal driveline repair was performed by a technical service representative on (B)(6) 2021. The distal driveline was returned severed approximately 19¿ from the metal connector. Visual inspection revealed white tape approximately 0¿-1¿ from the metal connector. The controller connector pins were unremarkable. An electrical continuity test was performed on the distal driveline and no wire-to-wire or wire-to-shield shorts were induced during intact testing, even with manipulation of the driveline. The outer silicone sleeve was removed and revealed black discoloration along the length of the driveline but was otherwise unremarkable. The bionate was removed and revealed multiple areas of shield breakdown approximately 2.5¿, 3.5¿, 11.25¿, and 14.5¿ from the metal connector. The shielding was removed, and visual and microscopic inspection of the underlying wires did not reveal any areas of damage to the wire insulation or conductors. The wires were submerged in a saline bath for high potential (hipot) testing to verify the integrity of the wire insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and driveline s/n (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 18jun2017. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
During the investigation there was an incidental finding of superficial driveline damage to the driveline bend relief. This finding was inadvertently left out of the manufacturer's investigation conclusion in the previous report. No further information was provided. The manufacturer is closing the file on this event.